Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient experienced supraventricular tachycardia on (B)(6) 2020 that spontaneously resolved without intervention by (B)(6) 2020. The patient did not have a history of arrhythmia prior to pump implant. The event was not considered to be device or implant related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient developed supraventricular tachycardia (svt) on (B)(6) 2020. Event spontaneously resolved without intervention on (B)(6) 2020. The patient had no history or arrhythmia prior to left ventricular assist device (lvad).